Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2007, due to diabetic ketoacidosis. The pt reports that her blood glucose was okay the day before. When she awoke the next day, her blood glucose was 200 and she had cold-like symptoms. At lunch she was over 300, however, she got very busy at work, then with her children and did not re-check until 05:15. When she checked her meter read "hi", she treated with 8u and rechecked 30 minutes later. At this time her meter still indicated she was 'hi' and she was transported to the hospital. Upon admit, her blood glucose was 515mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.